Event description:
Philips received a complaint by the customer on the v60 indicating that the bilevel positive airway pressure (bipap) was blowing hot air, and the patient could not tolerate it; however, there was no reported patient harm. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that customer states that it was reported that the bilevel positive airway pressure (bipap) was blowing hot air--the patient could not tolerate it, but there was no reported patient harm. The remote service engineer (rse) performed troubleshooting with the customer, and the customer checked the event log but was unable to find any error codes or significant event related to overheating. The rse checked the device temperature in service mode, and the device was reading within tolerance. The customer set the device to 10 pressure and with oxygen (o2) at 23% like the setup in normal operational mode when the problem was reported. The customer is going to let device run for a few hours and see if the temperature rises. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, however, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.